Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit malfunctioned.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that before use on a patient by hospital personnel, the cs100 intra-aortic balloon pump (iabp) unit malfunctioned. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found control panel fault with signs of keyboard damage due to probable improper use. Fse troubleshooted to determine the repair estimate. Working hours 8721.8. The repair not completed due to estimate not yet accepted, it is not known whether the customer will accept and within how long or not accept repair estimates leaving the appliance faulty.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information: e1(event site postal code-(B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) aortic balloon pump. Getinge field service engineer (fse) fault reported: anomaly of adjustments on the control panel, fault detected by the customer before use on a patient. Fault detected: fault on control panel with signs of damage to the keyboard due to probable improper use. Work carried out: fault finding for determining the repair estimate. Work hours 8721.8 final outcome: repair not completed, awaiting approval of repair estimate. There was no patient involved. H3 other text : repair not completed, awaiting approval of repair estimate.